Event description:
A user facility reported that an electromechanical ambulatory infusion pump alerted occlusion during use and the alert could not be reset. Because the alleged malfunction interrupted the patient's therapy program, the event resulted in an underdelivery condition. There was no patient injury.